Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: type ib endoleak occurred on the day of the procedure, persisting for 8 months. On (B)(6) 2021, this 75-year-old female patient was routinely treated for subacute thoracic aortic dissection type b (primary tear zone 2, no secondary tears) with proximal to distal placement of a zta-pt-42-38-173, a zta-p-40-167, and a zta-pt-44-40-179, with proximal edge in zone 2. Prior to the study procedure (B)(6) 2021), the patient had stents placed at the carotid artery and left subclavian artery and had ¿open repair ascending aorta whole arch and proximal descending aorta. Fet.¿ study procedure imaging revealed patent study devices, patent celiac artery, completely thrombosed thoracic false lumen, no abdominal false lumen, and no device issues. A type ib endoleak was entered as ae #2, occurring on the same date as the procedure. No treatment was noted. The event was noted as not related to the study device, related to the procedure, noting, ¿normal el after tevar possible.¿ follow-up imaging on (B)(6) 2021 (2 days post-procedure) revealed partially thrombosed thoracic false lumen with type ib flow from the primary tear, no abdominal false lumen, patent study devices, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2021 revealed completely thrombosed thoracic false lumen (queried if treatment had been provided), no abdominal false lumen, patent study devices, no thrombus, and no device issues. On (B)(6) 2021, a secondary intervention was performed¿endovascular placement of a distal extension graft to treat the ib endoleak. On (B)(6) 2022, the patient experienced ¿chest pain¿ with no treatment and unrelated to the study device or procedure. Follow-up imaging on the same date revealed completely thrombosed thoracic false lumen, no abdominal false lumen, patent study devices, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2022 revealed no changes. On an unknown date after (B)(6) 2022, the patient experienced progression of bile duct carcinoma unrelated to the study device or procedure, which led to the patient¿s death. Patient outcome: the secondary intervention to treat the endoleak is noted as successful the patient died on (B)(6) 2024. Cause of death was progression of bile duct carcinoma, which was diagnosed post-procedure.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Summary of investigational findings: during a zenith alpha thoracic post market retrospective study cook became aware of this event. On (B)(6) 2021, this 75-year-old female patient was routinely treated for subacute thoracic aortic dissection type b (primary tear zone 2, no secondary tears) with proximal to distal placement of a zta-pt-42-38-173, a zta-p-40-167, and a zta-pt-44-40-179 (complaint device). Location of dissection from zone 3 to zone 5. Prior to the study procedure on (B)(6) 2021), the patient had stents placed at the carotid artery and left subclavian artery and had ¿open repair ascending aorta whole arch and proximal descending aorta (frozen elephant trunk).¿ study procedure imaging revealed patent study devices, patent celiac artery (noted as patent pre-procedure and no graft fabric covering), completely thrombosed thoracic false lumen, no abdominal false lumen, and no device issues. A type ib endoleak is reported on the same date as the procedure. The event was noted as not related to the study device, related to the procedure, noting, ¿normal endoleak after tevar possible.¿ follow-up imaging on (B)(6) 2021 (2 days post-procedure) revealed partially thrombosed thoracic false lumen with type ib flow from the primary tear, no abdominal false lumen, patent study devices, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2021 revealed partially thrombosed thoracic false lumen with type ib flow from the primary tear, no abdominal false lumen, patent study devices, no thrombus, and no device issues. On (B)(6) 2021, a secondary intervention was performed¿endovascular placement of a distal extension graft to treat the ib endoleak. On (B)(6) 2022, the patient experienced ¿chest pain¿ with no treatment and unrelated to the study device or procedure. Follow-up imaging on the same date revealed completely thrombosed thoracic false lumen, no abdominal false lumen, patent study devices, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2022 revealed the same. The patient experienced progression of pre-existing cancer (bile duct carcinoma) unrelated to the study device or procedure, which led to the patient¿s death on (B)(6) 2024. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. A device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. Per the instructions for use sent with this type of device, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. The flow type is reported to be a 1b, involving the distally placed component, with flow through primary tear (reported to be in zone 2), and the dissection is reported to be from zone 3 to zone 5. Three zta devices are placed from zone 2 to above celiac (zone5). It is very unlikely with a flow from the most distal component in zone 5 through primary tear in zone 2. It is therefore assumed that the flow type 1b is a stent graft induced new entry tear (sine). Possible cause is the dissecting anatomy which could have contributed to the sine and reported type 1b flow. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 02may2025: patency of celiac artery on procedure imaging updated to patent, noting entry error. On 1-mo imaging on (B)(6) 2021), thoracic false lumen flow type ib confirmed as ¿distal end of zta tevar¿. On 6-mo imaging on (B)(6) 2021), thoracic false lumen changed from completely thrombosed to partially thrombosed with type ib flow from the primary tear. On (B)(6) 2021, confirmed the endoleak involved only zta-pt-44-40-179. On 19jan2022, the event has been changed from ¿chd vessel coronary angio without intervention¿ to ¿chest pain.¿